Event description:
Event description guidant received information that during the implant procedure, the right ventricular lead had crossed the aortic valve and was determined to be in the left ventricle. The procedure was stopped at this point and the patient was transported to surgery to repair the artery. Five days later, a passive fixation lead was successfully implanted.